Event description:
The customer complained that "almost 50%" of their controls for at least assays "crep, hdl, ca, che" were found to be running 20% low on the cobas c702 analyzer. Erroneous patient results were reported outside of the laboratory. An unknown number of patient samples were affected for at least the assays mentioned by the customer of "crep, hdl, ca, and che." No specific patient data was provided. No results were provided. No adverse event occurred. The field service representative was sent immediately to the customer site where a leak was found in a blank water tube. The leakage of the blank water tube was identified as the root cause of the erroneous results. After replacing the blank water tube, the analyzer worked correctly. No additional information will be available regarding this event.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).